Event description:
It is reported that, the devices were implanted in 1999. The devices were revised in 2006, due to excessive abrasion and destruction of the inlay, excessive "backwear" and metal wear debris.

Manufacturer narrative:
We could not obtain complete catalog numbers, therefore, baseline reports cannot be filled. This report will be amended when our investigation is complete.